Event description:
It was reported that a malfunction occurred with the customer's pump, and the malfunction code was displayed as "malf 0." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from technical support in resetting the pump, and the same malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if the issue happened again.